Event description:
Boston scientific received information that a high out of range shock impedance measurement was observed on the right ventricular defibrillation lead. Sensing values were good. This lead remains in service and will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.